Manufacturer narrative:
(B)(4). Multiple mdrs were filed for this event. Please see associated: 000182503-2019-03812, 0001825034-2019-03814. Concomitant medical products: 110028879 impactor, lot 760880, UDI: (B)(4). 406156 impactor, lot 021260, UDI: (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the devices fractured during impaction without delay to surgery or adverse consequence to the patient. No further information is available at the time of this reporting.

Event description:
No further information is available at the time of this reporting.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the glenoid impactor identified that the black plastic tip fractured in half with indentations seen on the outside of the tip. The handle shows impact marks along with the marks seen on the strike plate. Some scuffing can be seen on the tip near the threaded portion. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.